Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed touch pen issue; overlay/bezel assembly found out of electrical specification. Analysis was unable to confirm the universal serial bus (usb) memory recognition issue; able to save to portable document format (pdf) with usb and also able to print to an external printer using usb port. Analysis also found the wireless label on the overlay/bezel assembly was missing. It was noted there was a system error found recorded in the programmer error logs. Product ID: 229047 analyzer (B)(4).

Event description:
It was reported that the programmer display recognition does not align with the touched point of the touch pen. It was also noted that the universal serial bus (usb) memory is not always recognized. The programmer was returned for repair and test/calibration. No patient complications have been reported as a result of this event.